Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-may-2026, a facility representative reported via (B)(4) that an ar-9800 synergy rf console produced a burning smell and would not power on. No case was involved.